Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. Pediatric patient is using an adult receiver. No additional event or patient information is available. Labeling indicates: the dexcom system is not approved for use in children or adolescents, pregnant women or persons on dialysis. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing could not be performed and the data log could not be retrieved because the receiver would not boot up was continuously vibrating. The receiver case was opened for further evaluation. A visual interior inspection was performed and found a defective u4 at the main board. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective u4 at the main board.